Event description:
Related manufacturer reference number: 2017865-2024-01588 . It was reported the patient presented with a right ventricular lead that exhibited high defibrillation impedance. Fluoroscopy was performed and did not reveal any anomalies. The lead was capped and replaced on (B)(6) 2024. During the procedure to revise the lead, the defibrillation threshold test failed for the replacement lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.